Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had experienced an ECG equipment malfunction during operational testing. At the time of the failure, the unit displayed a red x in the rfu indicator coincident with an audible chirp. There was no reported patient involvement.